Manufacturer narrative:
Follow-up #1: date of submission 01/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/26/2013 with the following findings:during testing, the audible tones were found to be functioning appropriately. The complaint was unable to be duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter indicated that the pump emitted an alarm in the am but the pump did not emit audible tones to alert the user of the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.